Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed medwatch report # mw (B)(4).

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached bd alaris pump infusion set, ref (B)(6) (primary IV tubing), the tubing has broken off just below the blue clamp. This is the 2nd time this has happened this week.

Event description:
No additional information.

Manufacturer narrative:
The customer reported the tubing broke off, and returned a photo of the incident. The 2420-0007 set was separated at the lower fitment of pumping segment, at the solvent based tubing connection. The complaint of separation was verified. The root cause for the issue was not able to be found, physical sample investigation is necessary. Photo only was available. Device history record review for model 2420-0007 lot number 24045496 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.